Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4). Patient medications - nitroquick, atorvastatin, carvedilol, lisinopril, sertraline, niacin, aspirin, cyanocobalamin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient presented with abdominal and lower back pain after a fall, and imaging showed a type ii endoleak from a lumbar artery with aneurysm enlargement to 62 mm (previously 55 mm on (B)(6) 2014). An intervention is reportedly not planned, and the endoleak will continue to be monitored at this time. No further adverse events were reported.